Event description:
During tenex procedure, instrument tip came off in patient. Surgeon unsure if instrument broke or came loose. Instrument tip retrieved and confirmed by surgeon with ultrasound. Refer to additional documents in i2k.